Manufacturer narrative:
Calibration signals were acceptable. Prior to the event, the customer's qc was acceptable; the customer's following qc was high outside of the range. Sample foam detection and abnormal aspiration errors were observed on the alarm trace data. These errors suggest possible poor sample quality. The customer has had no further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Service ran a baseline instrument check test and found kinked tubing. An instrument check was performed and failed on one measuring cell. The detection unit of the measuring cell was missing flange packing. The packing was replaced and a new instrument check was successfully performed.

Event description:
The initial reporter noticed routine qc was out on the e801 module. The customer repeated 239 patient samples that had been run between 10 a.m. And 8:42 p.m. And ended up sending 73 corrected reports. The customer provided discrepant results for 1 patient sample tested for elecsys dhea-s (dhea-s). The initial result from the e801 in question was 249 ug/dl. This result was reported outside of the laboratory. The repeat result from a different e801 module was 82.7 ug/dl. This result was believed to be correct. The dhea-s reagent lot number was 4633410. The expiration date was not provided.